Event description:
It was reported that during an atrial lead revision the leads were disconnected from the device. During reconnection, the right ventricular (rv) setscrew could not be screwed in, and there was undefined high rv impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "normal".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found.